Event description:
It was reported that the customer received an altitude alarm after the pump got wet. The customer's blood glucose level was not impacted. The customer let the pump dry. Reportedly, there was a temporary delay in clearing the alarm and resuming insulin delivery.

Manufacturer narrative:
The product has not been received for eval. Should new relevant info become available, a supplemental report will be submitted.